Event description:
It was reported that the wake button on the pump was extremely difficult to press and required multiple presses in order to turn the pump screen on. There was no reported impact to the customer's blood glucose level due to this reported event. The customer reverted to an alternate method of insulin therapy.